Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: the battery compartment was cracked. Unrelated to this issue, the keypad cover was peeling. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/29/2016. The battery compartment was cracked.